Event description:
It was reported that the patient underwent a laparoscopic incisional ventral hernia repair procedure on (B)(6) 2010. On (B)(6) 2011, it was noted that the patient had developed a seroma. The seroma was between the naval and pubis and was six centimeters in diameter. It was periodically aspirated and resolved on (B)(6) 2011.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.